Event description:
A hospital in (B)(6) reported that the displayed temperature on an mr730 humidifier rose to 50 degrees celsius then dropped to 20 degrees celsius when checked before use with an rt345 breathing circuit.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory and expiratory heater wires was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was found to be outside the required specification. The expiratory heater wire was within specification. A lot check was not performed as no lot number was provided. Conclusion: the root cause of this fault could not be determined. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became faulty post production.